Event description:
It has been reported to co that during prep this device leaked. Reportedly, water was noted to be leaking from the joint of the hub and catheter. There was no pt involvement. The device is being returned for co's analysis.